Event description:
It was reported that there was a loss of therapeutic effect. The patient was not "going to the bathroom right" since "(B)(6)" (month and year not specified). It was reported that the patient had a surgical procedure near her device on "(B)(6)" where they shaved down part of a bone. The patient received a new patient programmer before that as she had gotten the previous one wet. The patient synched it with her implant for the first time with her new programmer "on (B)(6)" to turn the device off for surgery. The patient started going to the bathroom every thirty minutes while in the hospital for surgery and had continued that trend since returning home. The patient was informed that when she gets a new patient programmer, her previous programs would not be available until she met her doctor; she would only have the most recent active program. The patient was advised to meet with the health care professional (hcp) to check the device and establish settings so she can get therapeutic relief again. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient did not have concerns regarding her device or therapy. However, it was also reported that she was still having concerns with her device or therapy, but had an appointment with her physician or medtronic representative on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3093-33, lot#: v768769, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4)